Event description:
Device used to temporarily occlude blood vessel during heart surgery. The device was applied to the ascending aorta. When device was removed, a tear was noted in the aorta. Pt bled profusely. Additional surgery required to repair tear. Pt expired in 2003.